Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. The surgeon was unable to correctly register the tibia. After several failed attempts at registration, the surgeon determined that the proper course of action was to complete the procedure using the manual instrument set. The surgeon was satisfied with the outcome of the procedure after a review of post-operative x-rays.

Manufacturer narrative:
As part of normal complaint follow-up an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). The results of the evaluation found that bone registration was attempted with a CT scan that was not related to the patient. It was concluded that by not being able to register the anatomy to the CT scan (which is a safety feature inherent in the registration process), the wrong data could not be used and the case with rio could not be continued. This feature therefore worked as intended by preventing the use of incorrect CT data.